Manufacturer narrative:
The technician found the composer interface board power control board assembly is the cause. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect and test the communication junction box. Test the sidecom communication system features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. The technician replaced the composer interface board power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the bed is not communicating with nurse call. There was no patient/user injury reported. (B)(4).